Event description:
It was reported that the ventilator had no inspiratory pressures with a low pressure alarm. The ventilator was removed from the pt. The pt was manually bagged until another ventilator was available for use. No reported harm to the pt.